Event description:
It was reported the distal tip of this 0.018 guidewire detached in the patient's arm during attempted placement of a peripherally inserted central catheter (PICC). No retrieval attempts were made. The procedure was successfully completed with placement of a temporary dialysis catheter at the jugular location. The patient's condition is good. This guidewire was received, evaluated and retained by this manufacturer. No other components of the device were returned for evaluation. Evaluation of the guidewire revealed the distal coils were unraveled 56.9 centimeters. The core wire measured 47.5 centimeters and 12.5 centimeters of the core wire was missing. The outer wire diameter was within specification. User technique and/or patient anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use state: "the guidewire should not be withdrawn through the entry needle. If the guidewire tip must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit to prevent the needle from damaging or shearing the guidewire."